Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient called to report a right side capsular contracture baker grade iii. The healthcare provider confirmed. The device remains implanted.

Event description:
Patient called to report a right side capsular contracture baker grade iii. The healthcare professional confirmed. The device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient called to report a right side capsular contracture baker grade iii. The healthcare professional confirmed. The device has been explanted and not replaced.